Manufacturer narrative:
H3: one cadd cassette reservoirs from p/n 21-7302-24 l/n 3776385 was received in used conditions without its original packaging inside in a plastic bag. The sample was visually inspected, at a distance of 12" to 24" and normal conditions of illumination. The cassette was in good condition with a tube not manufactured by smiths medical of tijuana. The sample was connected to the cadd legacy plus and a balance mettler to look for unusual function. The sample passed accuracy tests successfully. Relevant documents were reviewed and deemed adequate and correct with respect to testing and inspection activities. The reported under infusion issue was unable to be confirmed. There was no fault found with the returned cassette.

Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that after administering medical fluid to the patient using the product for 24 hours at a flow rate of 3.5ml/h, the customer estimated 84 ml was dosed and normally the remaining amount was supposed to be 16 ml. However, when doing it with a smiths medical cadd 100 ml medication cassette reservoir, more medical fluid than calculated remained in the cassette quite often. Sometimes, 30 ml was left in it. There were no reported adverse events.